Event description:
Lumbar drain placement - lumbar drain was placed into the l3-l4 thecal sac. It reached approx l2 before curling back on itself. Part of the catheter was sheared during the attempted removal of the catheter and remained in the thecal sac. Surgery was required to remove the catheter from the thecal sac.